Manufacturer narrative:
Event description: as reported, upon inserting a universa firm ureteral stent into the ureter, the tether broke in half. The tether was outside of patient's body when it broke. The stent was removed and the procedure was successfully completed with another same type device. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation - evaluation reviews of instructions for use (IFU) and quality control procedures as well as interview of personnel and a visual inspection of the returned device were conducted during the investigation. One tether was returned in two pieces without any of the original packaging or labeling. The broken ends of the tether had the appearance of breaking from tension. The relevant manufacturing documents were reviewed, and it was concluded that sufficient inspection activities are in place to assure device functionality prior to distribution. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of complaint history records could not be completed due to lack of lot information from the user facility. The information provided upon review of the complaint file and quality control documents does not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. The instructions for use (IFU) does not contain information related to the reported failure mode. The cause of the separation was unable to be determined; however, the inspection of the returned device alluded to tension being the cause of the failure. This was not able to be confirmed. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. H6: component code (annex g) - g0405215 - suture thread. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon inserting a universa firm ureteral stent into the ureter, the tether broke in half. The tether was outside of patient's body when it broke. The stent was removed and the procedure was successfully completed with another same type device. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.